Event description:
It was reported that a pen ndl 32g 4mm 100bx 1200 USA was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that the consumer attaches the pen needles to his insulin pen and nothing comes out. Verbatim: from phone call on 2020-09-22 14:14:01: returned consumer's phone call from voicemail that was received. Consumer stated he has 2-3 pen needles from every box that he gets, that don't release his medication. Stated he attaches the pen needles to his insulin pen and nothing comes out."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/23/2020. H.6. Investigation: customer returned four (4) unused 32gx4mm bd pen needles from lot 9113867. It was reported that the consumer attaches the pen needles to his insulin pen and nothing comes out. All 4 returned pen needles were examined, then tested for flow using a test pen injector: all 4 pen needles were able to expel properly. No evidence of manufacturing defect was observed. Since no defects were observed, the alleged issue could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a pen ndl 32 g 4 mm 100bx 1200 USA was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that the consumer attaches the pen needles to his insulin pen and nothing comes out. Verbatim: from phone call on (B)(6) 2020 14:14:01: returned consumer's phone call from voicemail that was received. Consumer stated he has 2-3 pen needles from every box that he gets, that don't release his medication. Stated he attaches the pen needles to his insulin pen and nothing comes out."